Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, minor scratches and cracks on lcd lens screen. The customer stated problem was duplicated. There was no sound when device was powered. Replaced speaker/beeper front main piezo. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during use, a smiths medical cadd solis vip pump had no audio. No patient was involved in this event. No adverse effects were reported.